Event description:
The patient stated that their second implant was a disaster from the moment they opened their eyes from the surgery. They were in a lot of pain with their back and neck. The patient was in the hospital for three days and never got any better. They had the second implant explanted in (B)(6) 2016. Other relevant medical history includes movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.